Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error. The blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis

Manufacturer narrative:
The insulin pump was received with no critical pump error alarms during testing. The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and self test. The pump was received with high sleep current measurement due to corrosion on electronic assemblies. The pump was received with moisture damage on motor assembly and corroded force sensor assembly.